Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the unit passed all tests at rpt. Right atrium, right ventricle, and left ventricle pace and sense count sums are about equal to cardiaccyclecount. Unit passes longevity calculations. End of life (eol) was not triggered. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.